Event description:
It was reported that during an angioplasty procedure through superficial femoral artery, the pta balloon allegedly ruptured at 20 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta device was returned for evaluation. One electronic photo was provided for review. The photo shows a dorado label referring catalog number dr8068 and lot number 93yd0158. Based on the photo reviewed, no confirmation can be made. Visual evaluation was performed, sample was bloody and frayed material was noted. Functional evaluation was performed using an-in-house presto device, and water was noted to be leaking. Under microscopic examination leakage was noted to be from a partial circumferential break at the balloon joint. No rupture or leakage was noted in the area of frayed material. Therefore the investigation is confirmed for the identified frayed material, as frayed material was noted to the balloon under microscopic evaluation. The investigation is also confirmed for the reported break, as a circumferential break was noted to balloon joint. The investigation is unconfirmed for the reported material rupture as no rupture was noted during evaluation. The break on the balloon joint most likely contributed to the leakage. However a definitive root cause for the reported material rupture, frayed material and break issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 12/2022), g3. H11: b3, e1, h6 (method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending, however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (12/2022). Return of the sample is pending.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. There was no reported patient injury.